Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 49 mg/dl. Low bg cause was not known. Customer's husband assisted the customer with the consumption of carbohydrates and standing. Additionally, the customer consumed glucose tabs to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.